Event description:
Boston scientific recieved information that this patient was presented to this hospital when not feeling well. Upon interrogation of the device noise was noted on the right ventricular lead which resulted in asystole for > 2 seconds. In addition, a lead fracture and insulation damage was confirmed. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. Visual inspection revealed that the clear medical adhesive was torn/separated from the gore at the proximal end of the proximal spring electrode and the proximal spring is slightly stretched. Detailed analysis confirmed a fracture in the proximal spring electrode. The type of damage and the location of damage to the suture sleeve tie down site was likely the result of entrapment in the clavicle/first rib region.

Manufacturer narrative:
Upon additional information this investigation will be updated.